Event description:
It was reported that the pt underwent a sling procedure in 2006. The sling was successfully placed. The physician then went to cut the ends off at the skin level and left the plastic sheaths inside the pt. The physician immediately attempted to remove the plastic sheaths from the sites and was unsuccessful, so the physician then removed the mesh vaginally. The physician was able to remove both the plastic sheath and the mesh on the left side, but on the right side she removed only the mesh, and the plastic sheath remained inside the pt. The physician attempted to remove the sheath vaginally and tried to remove it from above, but could not locate it. The physician placed another sling and the procedure was successfully completed. The physician reported that the product was not defective and that the problem was related to surgical technique. The pt's sui has resolved and the pt is very happy with the outcome.

Manufacturer narrative:
Conclusion code: the operating physician attributes the issue to surgical technique and reports that there was no device malfunction.